Event description:
It was reported that the customer experienced low blood glucose. The pump was over delivering. The customer¿s blood glucose value was 2.8 mmol/l. Customer¿s current blood glucose was 3.5mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with food. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.